Event description:
The customer called for help in performing a control test. She performed 2 tests and received results of 321 and 266 mg/dl. The normal control range was 88-118 mg/dl. No adverse events were alleged. The customer declined further troubleshooting and ended the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer did not provide a meter serial number, so it was not possible to determine a MFR date.